Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad traces. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The unit was received with cracked display window corners, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to put in the food amount. Customer's blood glucose reading at the time of the call was 50 mg/dl and has treated with orange juice. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.